Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial arrhythmia with rapid ventricular response as a fast ventricular tachycardia (fvt) episode. The device remains in use. It was further reported that the right atrial (ra) lead has intermittent undersensing causing false termination of atrial tachycardia (at)/ atrial fibrillation (af) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's medications were adjusted.